Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. If explanted, give date: not applicable, lens remains implanted. Initial reporter email address: unknown/not provided. Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. Therefore, the reported issue could not be verified and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Patient reported seeing starburst at night post implantation of a zxr00 model intraocular lens (iol) in his right eye. Doctor indicated that symptoms would go away over time; however, patient has gotten worse. Further follow-up revealed that the patient has requested lens replacement; however, the doctor has indicated that a secondary surgery might not be ideal. Patient clarified that they are having issues with starburst when driving at night. Eye drops have been prescribed. No further information provided.